Event description:
A nurse reported that the biometry sys displayed different axial length measurements than was expected. The axial length measurements were longer than expected. There was no pt harm reported. Add'l info was received from the customer indicating after the field svc engineer replaced the probe, the measurements read as expected.

Manufacturer narrative:
The company rep examined the sys and replaced the biometry probe and completed a software update. The sys was then tested and met product specs. The root cause has not been determined. (B)(4).